Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Field service engineer (fse) site visit showed completed system verification and test drive. The fse ran calibration verification for both master tool manipulator (mtm)'s. Left mtm required grip recalibration and right mtm required gravity comp calibration. The fse completed both calibrations, reverified controls, and retested system. The fse further inspected the headrest sensors, and all 4 trigger points seem to be working properly. No further errors captured in logs. It was noted that there were multiple errors captured in the logs, pointing to no hand on the mtmr while triggering the headrest sensor. Physician may be looking through the visor while not maintaining master control grips. Service performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) 3 drifted and caused a puncture to the lung. Technical support engineer (tse) was contacted intraoperatively, log review shows a fault which represents the possibility of the surgeon hand not present on the master tool manipulator (mtm). The customer stated the drifting issue occurs while the surgeon swaps between usm 3 and usm 4. It is currently unknown what intervention was required to address the lung injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.